Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a underwent implant of a 21mm epic supra aortic valve on (B)(6) 2022. On (B)(6) 2022 the patient underwent explant of the same 21mm epic supra aortic valve, due to infectious endocarditis (ie). The device was exchanged with a new, 18mm non-abbott device. It was noted that the patient experienced a fever (exact value unknown), c-reactive protein (crp) level was within normal range, and platelets (plt) were decreasing. The 21mm epic supra valve was noted to have been functioning as intended though, vegetation was observed sub valvular at the leaflet located the non-coronary cusp (ncc) originally. There was no significant findings visually on the explant valve. The patient remained hemodynamically stable throughout the procedure and the redo aortic valve replacement surgery was completed without issue. The patient was reported stable at the time of report. The patient had no known history of endocarditis. No additional information was reported.

Manufacturer narrative:
Explant due to infectious endocarditis was reported. The investigation found cusp 1 contained a tear in the free edge. No other anomalies were noted. No inflammation or significant calcification was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.